Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated the patient was an adult patient.

Event description:
It was reported that the extension tubing set leaked along the tubing while in use on an adult patient. The customer stated that there was no patient harm caused by the event.

Manufacturer narrative:
The customer¿s report that the extension tubing set leaked was confirmed. Visual inspection observed that the female luer had lateral cracks. Closer inspection under a lab microscope observed no tool marks or signs of over torque. Functional testing was performed. Leaks were observed from the female luer cracks during flushing. The cause of the leak is cracks in the female luer component. The root cause of the cracks was a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks.

Event description:
It was reported that the extension tubing set leaked along the tubing while in use on an adult patient. The customer stated that there was no patient harm caused by the event.